Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient was experiencing weakness, confusion, shakiness, and was diaphoretic. The patient¿s cgm was reading 133 mg/dl and the bg meter was reading 32 mg/dl. The patient self-treated with glucose tablets per routine diabetes management. The patient¿s current condition was reported as ¿conscious¿ (however, it was not specified whether the patient experienced loss of consciousness during the event). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.